Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Alleged failure: tubing fell apart. Probable root cause: manufacturing/assembly error. Pressure sensor dislodges when saline bag spiked before cassette/ tubing inserted into console (cassette/ tubing design). Spike connection to saline bag leaks. User error. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a prong irrigation tubing fell apart.